Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited high threshold. It was also noted that the patient's left ventricular (lv) lead also exhibited elevated threshold. The pacemaker was explanted and replaced however no intervention was performed for the lv lead. Patient status was not reported.